Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 1000mg/dl. Troubleshooting was performed. The caller stated that the insulin pump continued alarming no delivery even after the infusion sets were changed. The customer mentioned that sometimes she refills the reservoirs. Advised the caller that it is not recommended to refill the reservoirs. The customer stated that she remembers walking into a wall, and then waking up three days later in the hospital. Advised the customer that the insulin pump would be replaced. No further information was provided.